Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 11j21h25 and 11i20h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was obtained from the pd nurse. On an unknown date in 2012 prior to (B)(6) 2012, the patient thought there was a leak in one of the dianeal solution bags that he had used. The patient did not save the bag of dianeal solution. The nurse clarified that on (B)(6) 2012 the patient developed peritonitis, and the pd effluent culture done on (B)(6) 2012 showed no growth. From (B)(6) 2012 to (B)(6) 2012 the patient was hospitalized for peritonitis, and pd effluent cultures performed during this time showed no growth. The peritonitis was possibly caused by a break in aseptic technique, but the nurse did not know how this occurred. The patient told the nurse that he thought that the peritonitis was caused by the leak in the bag of dianeal solution, but the nurse stated that she could not confirm that there was actually a leak in the bag of dianeal solution. On (B)(6) 2012, the patient was re-educated on proper aseptic technique. The patient was hospitalized again for peritonitis on (B)(6) 2012 to (B)(6) 2012. Pd effluent cultures done during the hospitalization on (B)(6) 2012 showed no growth. On an unknown date during the hospitalization from (B)(6) 2012 to (B)(6) 2012, the patient's pd catheter was removed. On (B)(6) 2012, the patient started back up hemodialysis. The patient had recovered from the peritonitis. Per the nurse, the peritonitis was not related to dianeal solution or to baxter devices or disposable products.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with dianeal ambuflex and dianeal ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.